Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a percutaneous nephrolithotomy procedure, the tip of the catheter detached. The tip was retrieved from the patient via a small balloon and the procedure was completed using a different catheter. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. However, the root cause could not be determined. When considering the incident details, it was unclear if the device was used within the vascular for imaging purposes. If the device was used in anatomy other than vascular, it is possible that off label usage contributed to the occurrence. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.